Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the tubes had to be replaced for a successful draw. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the tube had to be replace for a successful draw.

Manufacturer narrative:
H.3. Investigation summary: bd had not received samples or photos for evaluation. As no customer samples or photos were received the scope of this investigation is limited. Therefore, twenty 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification, and no issues relating to underfill were observed ad all samples met specifications. Therefore, bd is unable to confirm the customers reported failure mode with the retain sample test results. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor. This complaint is unable to be confirmed for the indicated failure mode underfill, and root cause was not identified.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the tubes had to be replaced for a successful draw. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the tube had to be replace for a successful draw